Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted arm. Date of event is an approximation. On 11/13/2023, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced feeling weak and lightheaded. At the time of the event the cgm reading would have been providing inaccurate readings, but no specific cgm nor blood glucose readings were reported from the event. The patient was brought to the hospital by their daughter and would have been experiencing diabetic ketoacidosis. There was no information reported about treatment, but the patient was discharged after spending 4 days at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.